Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned, further test cannot be performed, so the root cause of this defect cannot be confirmed. The plant will continue to track and trend for this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
In the gastroenterology department, a patient diagnosed with sigmoid colon polyps underwent a procedure where a nurse used a closed-system indwelling needle (24g) for puncture. After successful puncture, when removing the steel needle, the white handle broke at its connection point with the needle. The nurse then wrapped the steel needle with sterile gauze and removed it.